Event description:
It was reported that a patient underwent a vertical thigh lift procedure on an unknown date and topical skin adhesive was used. The patient developed an intense localized allergic reaction which required the early removal of the adhesive and topical corticosteroid treatment. Further wound healing was uneventful.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012 (B)(4). Device (B)(4) - allergic reaction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.